Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral inserter/extractor broke when impacted with the hammer.

Manufacturer narrative:
(B)(4). Report source foreign: spain. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of mis femoral inserter/extractor shows signs of repeated use. The impactor pad in this instrument was fractured. The impactor pad was submitted for further analysis. The analysis determined that the fracture in the impactor pad is consistent with overload fracture. A review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. Per package insert instrument/ provisional use, care and sterilization states to not subject instruments to high loads and/or impact as breakage can occur, if damage or wear is noted that, may compromise the function of the instrument. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.